Event description:
Device issue: core separation. Time of device issue: during procedure. Adverse event: none. It was reported that the lesion was concentric, de novo lesion, which was mildly tortuous, heavily calcified and had a 90% stenosis. The heavily calcified lesion was difficult to cross. The procedure was performed with two guide wires, the advance and a non abbott guide wire, which were used simultaneously. The advance guide wire was successfully advanced and crossed the lesion. It is unk whether any other devices were used over the advance guide wire before the non abbott drug eluting stent; however, when the non abbott stent was advanced over the advance guide wire; the torque did not work. Then the advance was removed from the pt's anatomy for reshaping and it was noted that the coil was stretched. Reportedly, there were no pt effects. No additional event or pt info is available. During return device analysis, a core separation was observed.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.